Manufacturer narrative:
Unit was received in no manufacturing mode noted. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarms noted during testing. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to non-sleep anomaly software error. Unit received with damage display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, stained keypad overlay, cracked case(battery tube), cracked battery tube threads and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a replace battery now alarm. The customer¿s blood glucose level was 4.3 mmol/l. The alarm history was reviewed. It was noted that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery was previously used. They were advised that the device will be replaced. The device will not be returned for analysis.